Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 21dec2012 to 12/nov2020 and note that this device has been returned for service one time without correlation to the customer reported issue or service repair. Also, there was a production failure q6 (B)(4) for switch/button/touch panel failure which does not correlate to the customer reported issue.

Event description:
The customer reported that the device failed preventive maintenance. It was reported there was no patient involvement.